Manufacturer narrative:
Device was received for evaluation 7/8/24. The microclave male luer was not fully inserted into the female luer of the check valve. The set was leak tested per product specifications. There was leakage from the incomplete insertion. The reported complaint of leakage can be confirmed due to an incomplete insertion during manual assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation but it has not yet been received.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer where the customer reported that total parenteral nutrition (tpn) and smof were infusing through trifuse into coil to patient and it was noted that there was no smof in coil. Upon inspection by the customer, they noted smof was leaking from trifuse and none entering coil; the customer disconnected smof and made new lines and smof lumen noted to be crooked and not in proper position. The nurse flushed port of trifuse and it was noted to be leaking below microclave cap, and the microclave cap appears not be secured the same as the other lumens. The nurse noticed the leak within the hour of patient being connected to infusion as patient had coil extension tubing on and no smof was found in the coil extension tubing. Smof was infusing @7.5ml/h so nurse identified that leak was not noticeable until patient had more time connected to infusion and they promptly changed lines when leaking was noticed, and they continue to monitor for any signs of central line bloodstream infection (clabsi). The event happened at 2000h during infusion. There was patient involvement, but harm was not reported as a consequence of this event.